Event description:
Pump was sent to service with the pole clamp assembly detached. There was no report of patient injury and information was not provided regarding whether or not the pump was in use when the clamp detached. Should additional information become available a follow up report will be filed.